Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. Facility full name reported: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva dual port leaks at the septum. The following information was provided by the initial reporter: we are blowing the 2nd hub off and contrast is spraying all over the patients. They are taping them and doing what they can to keep it from coming off and it is not working. Basically we cannot pressure inject into the IV's with the secondary hub on them- it has to be a single hub. Has this issue been reported that you are aware of? Is this something that you can connect with trina on when you are here for the conversion? She is also asking what "MRI conditional needle" means. I shared the products that we purchased for the initial stock-up and it looks like 383552 is MRI conditional. We are not converting radiology, but they will be seeing patients from all areas of the hospital, so it will probably be a good idea to touch base with this department. (B)(6) 2024 customer response: 1. Are you able to provide corrected batch / lot information reported? No- multiple (ongoing issue with the dual port nexiva catheters) 2. How was the patient outcome? Are there any clinical signs, health consequences or impact? No patient harm reported 3. Are you able to provide the dates of the events in the format of mm-dd-yyyy? If unknown, can state unknown. Unknown 4. Any physical sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? No samples or pictures. Once again, I believe this issue has been resolved. If this continues, I will request that they sequester the product.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. See narrative below.

Event description:
No additional information received.